Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the bantam otw pta catheter products that are cleared in the us the pro code and 510k number for the bantam otw pta catheter products are identified in d2 and g4 manufacturing review: a complaint history review (chr), this is the first complaint reported for this product / lot number combination. Investigation summary: the bantam device was not returned for evaluation. However, 1 video file was provided for review. The result of the investigation is confirmed for the reported balloon leak issue. The video duration was 7 secs in duration. A hcp was shown holding the distal section of a catheter while pushing down on a syringe containing water which was connected to the hub inflation port. Water was shown been expelled from the balloon close to the distal marker band, due to a pinhole rupture. The hub markings were not visible, therefore the device size could not be confirmed. The root cause for the reported balloon leak issue could not be determined based upon the available information received from the field communications and video review. Labeling review: the instructions for use for this bantam device was reviewed and the following sections are applicable. Indications: the bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Contraindications: none known. Warnings: the bantam pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Non-pyrogenic. Do not reuse, reprocess or resterilize. Do not resterilize. After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increases the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. It can compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Use the catheter prior to the ¿use by¿ date specified on the package. Do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. This catheter is not recommended for pressure measurement or fluid injection. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials, complications, side effects and hazards of peripheral vascular interventions. Dilatation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment. Carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Before removing catheter from sheath, it is very important that the balloon is completely evacuated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Keep dry. Keep away from sunlight. How supplied/stored: the bantam pta balloon catheter is supplied sterile by ethylene oxide and is a single use only device. Keep dry. Keep away from sunlight. Use the device prior to the ¿use by¿ date specified on the package. Directions for use: devices and substances required to be used with bantam pta balloon catheter inflation device with pressure monitoring capability, sterile syringes, 0.018¿ (0.457 mm) guidewire, contrast medium, normal sterile saline. Introducer sheath with appropriate inner diameter (4f or larger introducer sheath) note: devices and substances described above shall be prepared and used according to the manufacturer¿s instructions for use. Inspection and preparation: 1. Remove the balloon protector by first withdrawing the stylet and then slowly removing the balloon protector while holding the catheter as close to the balloon as possible. 2. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon protector, the product should not be used. 3. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. 4. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% /75%). 5. Attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. 6. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. 7. Turn the stopcock off and maintain the vacuum in the balloon. 8. Purge the catheter guidewire lumen thoroughly. Note: reinserting the balloon into the balloon protector may damage the balloon or catheter. Insertion and inflation: note: do not advance the guidewire, balloon dilatation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. 9. Make sure that the balloon protector has been removed from the dilatation catheter balloon. 10. Establish percutaneous access using seldinger technique. Advance appropriate guidewire to the target location. 11. Advance the catheter over the guidewire into the target location under the fluoroscopic guidance using accepted pta technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. Deflation and withdrawal: 12. Deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. 13. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the bantam otw pta catheter. During the procedure, balloon leakage occurred. The procedure was completed using another device. There was no reported patient injury.